Manufacturer narrative:
Concomitant medical devices: product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis of the implantable neurostimulator (ins) revealed no significant anomaly. The setscrew was backed out too far.

Event description:
A healthcare provider via a manufacturer representative reported that after a patient had a successful stage 1 trial, he proceeded to a stage 2 battery placement. When the physician went to place the lead into the battery, the lead would not completely slide into the battery for a complete connection. The issue was identified by a lack of visibility of the blue portions of the lead within each window of the battery. Troubleshooting included multiple attempts to pass the lead and the set screw was backed out in the event was too tight. Additional troubleshooting included thoroughly cleaning the lead multiple times and feeling the lead to uncover any abnormalities to the lead end. The battery was replaced with another battery, the new battery was placed successfully, and the issue was resolved. The patient's status was alive with no injury.